Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A quality investigation was performed and the motor cartridge and bearings were replaced.

Event description:
It was reported that during a routine equipment evaluation conducted at the user facility by a manufacturer service technician, the device ran on its own. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.